Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported no vacuum during phaco mode. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The company service representative examined the phaco handpiece. The phaco handpiece successfully tuned the phaco handpiece and found no sign of a blockage. No further testing was performed. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The reported phaco handpiece was found to function as intended; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that this event occurred during a surgical procedure. The handpiece was exchanged to complete the surgery with no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).